Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿add gel/replace belt¿ messages) was confirmed due a broken wire. The root cause for broken wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" messages.